Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the ins was implanted in 2009 and was removed in 2013 because the ins was "ruptured." The patient had to go back two days later because an abscess formed and they saw a different healthcare professional (hcp). The patient asked the hcp to remove all the devices. Further follow-up is being conducted to clarify the ins being "ruptured," what troubleshooting or diagnostics were performed, and if the cause of the issue was determined. If additional information is received, a follow-up report will be sent.